Manufacturer narrative:
Stryker evaluated the customer's device and verified the observed issue. Stryker replaced the device's lid to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker determined that the cause of the reported issue was due to user error/damage as the magnet retaining clips were bent/stretched out.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device¿s lid magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed.